Event description:
Hcp alleges that 30 minutes prior to the end of dialysis - blood contamination was noted in dialysate lines and drain line. There was no machine blood leak alarm at this time. Treatment wass terminated; bloodlinesss & dialyzeer containing blood was discarded - blood was not returned to the pt. Approx blood los 300cc.